Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used prophylactically for neck dilation in a endurant ii stent graft system during the endovascular treatment of a 50mm abdominal aortic aneurysm. Another manufactures (x4) bare metal stents were also implanted during the index procedure. It was reported approximately 4 years post the index procedure the patient expired. Per the investigator the cause of death is undetermined. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
Additional information received: it was reported to be unknown whether the death was device related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient death occurred one day later than previously reported. The investigator assessed the death as not related to the device or procedure. As the investigator has now assessed the event as not device or procedural related this event does not meet complaint criteria and is now non-reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.